Manufacturer narrative:
Additional narrative: a follow up report will be filed upon completion of the investigation or if information is obtained that was not available for the initial medwatch report.

Manufacturer narrative:
Examination of the returned expedium di intermediate castle tightener found it was missing two tabs which had broken off from the distal tip of the instrument. It was learned that the clinician was aware of the two tab breakage and the tabs were retrieved form the surgical site. Fracture analysis found the surface of each broken tab to be rough and featuring plastically deformed material, suggesting the tabs underwent a static overload failure. No material defects or other abnormalities were observed in the analysis. A review of the device history record found no discrepancies were observed during the manufacturing of this lot. All quality requirements were met. A review of the complaint trend analysis was performed and no systemic trend was identified as a result of the analysis. Although the root cause of tab breakage cannot be positively determined, based on visual inspection and fracture analysis the probable root cause is a static overload failure, resulting in the tabs breaking off. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
International affiliate reported that during a posterior spinal fusion for scoliosis, a tooth/tab broke off from the expedium di intermediate castle tightener intra-operatively. It was reported that the broken tooth of the instrument broke from the tip. The broken tab was recovered immediately and another instrument was available to complete the procedure with no observed adverse consequences to the patient and no significant delay. Note: examination of a provided photo revealed that two tabs had broken off from the instrument. The affiliate has been asked to confirm that the second broken tab was also retrieved.